Manufacturer narrative:
One fast-cath¿ transseptal guiding introducer swartz¿ sl transseptal series, sl1¿ 8.5f was returned for investigation. No visual anomalies were noted on the sheath. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and evidence of skiving was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported bend remains unknown. The cause of the insertion difficulty is consistent with altering the shape of the needle prior to insertion. The brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿

Event description:
This report is to advise of skiving observed during analysis, confirming the reported insertion difficulty.